Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals due to t-wave or p-wave oversensing. Technical services (ts) was consulted and discussed stored store episodes. Ts discussed available troubleshooting options. At a later date, this s-ICD system delivered one shock as inappropriate therapy for a suspected supraventricular tachycardia (svt) due to t-wave oversensing. Ts was consulted and discussed troubleshooting options as well as available programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals due to t-wave or p-wave oversensing. Technical services (ts) was consulted and discussed stored store episodes. Ts discussed available troubleshooting options. At a later date, this s-ICD system delivered one shock as inappropriate therapy for a suspected supraventricular tachycardia (svt) due to t-wave oversensing. Ts was consulted and discussed troubleshooting options as well as available programming options. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Ts was consulted and discussed stored store episodes. Ts discussed available programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.